Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 19090127/20097108. Product family: scs-lead fixation-MRI upn: m365sc43190, model: sc-4319, batch: 20173367. Product family: scs-paddle leads upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 19164899/20764277.

Event description:
It was reported that the patients devices were causing pain. All device components were explanted and will not be returned.